Event description:
It was reported that the patient had a loss of therapeutic effect. The patient says that "things haven¿t been perfect¿ so the patient had been gradually upping the intensity and now the patient had gotten to the point where she get an uncomfortable pinching feeling down below. It¿s uncomfortable so she had backed off one digit on the amplitude. The patient thought that maybe they should try another program. It started very slow and there was enough bleeding at first that the patient didn¿t want to touch the antenna to the area at all, so the patient have just gotten back to doing things again the day before reported event date. The patient was at the point where they were at excessive leakage and now the patient had none again but the pinching was undesirable so the patient get relief if they had it up enough but then they get that pinching. She will consult with the healthcare provider and asked if the pinching was causing damage. She will lower the amplitude down so that she doesn¿t feel that pinching until she can consult with the healthcare provider. Additional information received reported that the programmer showed that the stimulator was off. The patient reportedly first noticed that the device was turning itself off ¿about¿ a week prior to the report. There was no report of electromagnetic interference, stuck buttons, or the pressing of off button for the device. The patient did go into a pharmacy, but was having issues with turning off before that. The patient had a ¿huge¿ urine release the day prior to the report. The settings were changed every 3 days for the past 3 weeks to get effective therapy.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0mzhm, implanted: 2014-(B)(6), product type lead. (B)(4).